Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly, the customer is using u-200 humalog. Tandem technical support informed the customer that u-200 humalog is off label per the user guide. There was no adverse impact on customer's blood glucose level.